Event description:
It was reported that customer experienced intermittent occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. Customer reloaded the cartridge and performed fill tubing until drops were seen, then resumed insulin delivery.